Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported eye tracker stops intermittently, timing was unknown.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit the field service engineer (fse) was not able to reproduce the reported issue and could not determine if the customer not adjusting intensity correctly or if it was a laser related issue. Fse replaced infrared light emitting diode and performed system verification as per sir (service installation record). The illumination ring was previously replaced and discarded, therefore only the infrared light emitting diode were replaced during the associated onsite visit. After replaced of the infrared light emitting diode customer has not reported any further tracking issues. Logfile review was not possible to due missing event date. Reported issue could not reproduced during onsite visit by fse. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).